Event description:
On november 15, 2023, a vega r52 lead (s/n (B)(6) ) was implanted. After extension and positioning of the lead, no signal was detected during psa measurement. Although the cable connection was checked and the psa cable replaced, the potential could not be measured. Therefore, the lead was discarded and a new passive lead was implanted without any issue.

Manufacturer narrative:
Summary investigation: the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Given that the psa cables were replaced and the connection to the psa unit checked, the hypotheses that could explain the reported problem are either related to the position of the psa clips during use, creating a form of electrical contact between them, hence the reported absence of stimulation. The other hypothesis is related to a lead malfunction. However, as the lead was discarded and could not be returned for investigation, the cause of the electrical irregularities reported during the implantation attempt could not be determined. This case will be retained and utilized for trending purposes.